Event description:
The user stated one pt sample for ammonia recovered 178 umol per l on the initial run on the cobas 6000 analyzer serial number (B)(4). Upon rerun of the same sample, the recovery was 76 umol per l. The user then ran a fresh aliquot from the original sample and rec'd a result of 66 umol per l. The user stated she repeated the sample because "the result seemed high and they have guidelines for handling high ammonia results." The result of 66 umol per l was considered valid and was reported. The initial sample was aliquoted into a hitachi standard cup from the 5 ml "k2edta sample tube manufactured by bd". The field service rep could not find a problem. To verify the analyzer operation, he performed calibration, qc and precision testing with results within spec.

Manufacturer narrative:
The investigation was unable to determine a root cause as no further data was provided by the customer. Upon review of the provided printouts of the patient sample, neither the reaction curve for the high as well the lower result showed any abnormalities in the kinetics.